Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient had received treatment for bleeding: menorrhagia (heavy menstrual bleeding) insertion details- both ostia seen. 5 coils on right 8 on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Lot number was added. Reporter information, reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient had received treatment for bleeding: menorrhagia (heavy menstrual bleeding) insertion details- both ostia seen. 5 coils on right 8 on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Lot number: 624832 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for bleeding: menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and bloating. Patient dob added. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.